Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have high blood glucose of 497 mg/dl. Customer's blood glucose at time of call was 397 mg/dl. Customer treated high blood glucose with bolus. Customer declined high pressure test. Customer reported she had low blood glucose of 39 mg/dl due to over bolus and not eating enough. Customer was advised to monitor the device. Customer will not be returning the device for analysis.